Event description:
It was reported that prior to a lap adjustable band procedure, a porosity of the band was observed before implantation of the device. Another like device was used to perform the operation. No consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.